Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was over 300 mg/dl at the time of incident the customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as infection. Customer reports they contacted their health care professional regarding the high blood glucose. The customer was treated with insulin drip for high blood glucose event. Customer declined to perform a carelink upload. Customer declined troubleshoot for high blood glucose event. The insulin pump will not be returned for analysis.